Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown cause. The replacement procedure was successfully performed and another lead of the same model was successfully implanted instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.